Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an hcp via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt has an eri battery. When reading ipg and checking connection, they noticed 0-7 are all showing red x. X-rays will be taken before battery replacement patient lead 0-7 was replaced and the patient was also implanted with a new, intellis battery. All impedances post op were wnl.